Event description:
It was reported that the patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) was found to have misinterpreted signals of supraventricular tachycardia (svt), resulting in inappropriate therapy delivery. No intervention was performed, and the patient's status was unknown.